Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving inappropriate shocks while doing exercises in water. Lead damage and noise was suspected. Noise was not reproducible with isometrics and pocket manipulation. Lead was explanted and replaced. Patient's condition was stable.